Manufacturer narrative:
The fse that encountered the issue replaced the fiber-optic sensor extension cable. The fse performed a complete pm. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement.